Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h4, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. A b30 scope communication error was also identified. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the data error of the scope identification mechanism led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device can't record images. The issue was found during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.